Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arm 3 would not be released and move when draping started. The system was restarted and arm 3 began acting normally. Once it was docked, arm 3 stopped responding. The system functionality was not checked upon powering on the system. The system was powered on. There was no error messages noted, nor flashing lights on any arms. It was noticed upon applying the sterile drapes. Full troubleshooting was completed with intuitive¿ s technical support (dvstat). Reseating the instrument and replacing the sterile drape on arm 3 resolve the issue. The robot was undocked and discontinued due to the issue. The procedure was converted to laparoscopic cholecystectomy. There was no patient injury. Isi did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis, and the reported issue was confirmed and replicated. In the system logs, the 23008 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 23008 error was triggered pointing to the carriage replicating the reported event. The unit was then installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed with a 23008 in the logs verifying the carriage instrument sterile adapter (isa) printed circuit assembly (pca) to be the source of the fault. The probable root cause of the reported issue can be attributed to an electric/electronic fault within the isa pca on the affected usm. Correction(s): patient information in section a and b7. Patient medical history were updated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reported that the universal surgical manipulator 3 (usm3) errors persisted after a hard power cycle. On-site logs reflected a repeated error 23008 on usm3 axis 7. The fse arrived on site to address the reported error 23008 on psc usm3. The fse was able to duplicate the issues. The fse removed, replaced, and programmed usm3 as required. The system has been checked and tested, ready for continued clinical use. The complaint was confirmed based on the field evaluation. Isi has received the usm associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 3 was not working very well and not responding to anything. Logs showed multiple 22020 engagement errors with the clip applier. The customer stated they tried reseating the instrument and sterile adapter and also moved a working instrument from usm 4 over to usm 3 and it would not work on usm 3. Tse recommended putting a new drape on usm 3, checking the pogo pins on usm 3, confirming the pogo pins and disk are spongy. The customer requested a field service for assistance and ended the call. The procedure was completed with no reported injury.